Manufacturer narrative:
Reported event: an event regarding loosening involving a scorpio femoral component was reported. The event was not confirmed. Method & results: device evaluation: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: it was reported that there was a revision of knee due to loosening. The exact cause of the event could not be determined because further information such as x - ray and other medical records are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "dr..performed a right knee revision due to loosening." A senes 7000 tibial component, scorpio-flex tibial insert, and cr femoral component were revised. There are no allegations against the liner, and the femoral component was revised to convert to a different knee system. Spoke to rep: confirmed that no further information would be released by the hospital or surgeon.